Event description:
It was reported that during an unspecified intervention a 2.5 x 23 mm xience pro stent delivery system (sds) could not be placed in the target lesion. During advancement resistance was felt, possibly with the non-abbott rhv. After retraction of the sds from the anatomy; some proximal stent struts were observed to be flared. The physician suspected the rhv to be responsible for the flared stent struts. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us. Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficult to position/remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.